Manufacturer narrative:
(B)(4).

Event description:
It was further reported that no segment of the balloon was detached inside the patient after it ruptured. No further patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the balloon was unfolded which indicates it had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was seen escaping from longitudinal tear in the balloon material. The longitudinal tear was noted to be 5mm in length and began 5mm proximal to the proximal edge of the proximal markerband. A visual and microscopic examination identified no issues with the balloon material that have contributed to the complaint incident. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that no segment of the balloon was detached inside the patient after it ruptured. No further patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. After pre-dilatation was performed with a 4.0 x 20 coyote balloon catheter, a 5.0 x 40 75 cm mustang¿ balloon catheter was advanced for post-dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was replaced with a different balloon catheter and the procedure was completed successfully. No patient complications were reported.